Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 6 of 6 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. A technical service representative (tsr) assisted the home patient (hp) with clearing the alarm. The tsr also instructed the hp to start over therapy using new supplies or use a manual exchange to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.